Event description:
The customer reported that the device showed all three (charge-pak, attention and wrench) icons. The device could possibly fail to power on and unable to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance. The customer scrapped the device and will purchase a replacement defibrillator. The device was not returned to physio-control for analysis. Therefore, a conclusive cause of the reported event could not be determined.